Event description:
It was reported that during procedure for a giant aneurysm in the right ophthalmic artery segment and cavernous sinus segment, after completing the flushing work according to the standard procedure in vitro, the physician delivered the stent through the microcatheter to the distal end of the parent artery. After releasing the system tension, the physician withdrew the microcatheter to deploy the head end of the stent. The head end of the stent opened well. When the stent was deployed to the anterior genu of the cavernous sinus segment, the stent could not open smoothly. So, the physician adopted the push-pull technique, but the stent still could not open. After observation through multi-angle fluoroscopy, the stent was suspected to be kinked. The physician then withdrew the stent from the microcatheter. When the stent was withdrawn to the hub of the microcatheter, it deployed from the delivery wire and remained at proximal of microcatheter shaft. The physician withdrew the microcatheter together out of the body. Considering the great difficulty of the procedure, the physician changed it to staged treatment, performing simple coil packing first this time. After the coil was implanted, the procedure was successfully concluded.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the surpass evolve stent was returned having been deployed in the catheter hub. The stent delivery wire sdw was kinked/bent at the distal end. The stent was retrieved, and was noted to be elongated, curved in the middle and the braid edges were pulled and frayed at both ends. The proximal coil on the sdw was significantly stretched. The stent introducer sheath was not returned. Functional inspection was not applicable. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿after completing the flushing work according to the standard procedure in vitro, the physician delivered the stent through the microcatheter to the distal end of the parent artery. After releasing the system tension, the physician withdrew the microcatheter to deploy the head end of the stent. The head end of the stent opened well. When the stent was deployed to the anterior genu of the cavernous sinus segment, the stent could not open smoothly. So the physician adopted the push-pull technique, but the stent still could not open. After observation through multi-angle fluoroscopy, the stent was suspected to be kinked. The physician then withdrew the stent from the microcatheter. When the stent was withdrawn to the hub of the microcatheter, it deployed from the delivery wire and remained inside the hub of the microcatheter. The physician withdrew the microcatheter together out of the body¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, there were no anomalies noted to the stent delivery system prior to use and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were synchro2, xt-27. Product analysis of the surpass evolve stent was returned having been deployed (the stent deployed at the hub of the microcatheter). The sdw was kinked/bent at the distal end. The stent was retrieved, and was noted to be elongated, curved in the middle and the braid edges were pulled and frayed at both ends. The proximal coil on the sdw was significantly damaged/stretched. The stent introducer sheath was not returned. The patient¿s tortuous anatomy most likely contributed to the reported event. Significant force had to have been applied to the sdw to have caused the kink and the proximal coil to become damaged. It is most probable that the tortuosity of the patient resulted in the failure of the stent to open, and on the attempt to remove the device the stent and sdw was damaged and unintentionally deployed in the catheter hub. An assignable cause of procedural factors will be assigned to the as reported and analyzed defects ¿stent failed/unable to open (when not implanted)¿ 'stent deformed' and ¿stent deployed prematurely during use¿ and as analyzed defects ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.